Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2006. Patient had revision for pain and eroded mesh on (B)(6) 2011.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.